Manufacturer narrative:
The site requested a system check out and it was noted that the battery in the equipment room of the hospital's operating room caught fire, and the customer used a dry powder puff to extinguish the source. It was also noted that the navigation equipment is also stained with a little dry powder. Once all of the powder was removed it was noted the system worked with no issue and the general failure was resolved. 10,114,4315 are associated with system check out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the battery on the system caught fire and was put out with powder. The site requested a system check out of their system and there was no patient present.